Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and rupture.

Event description:
Patient reported left side rupture confirmed by ultrasound and MRI. Patient later reported "chest pain," "all the spotting & flaking," "2 inches below the other one and was having some pain," "heart attack because I have been having chest pain," "unhappy with initial implantation surgery results and reported having "jagged scars" from procedure" and "implant resting on belly". Patient later reported "capsule had burst". Healthcare professional later confirmed "rupture" - confirmed by MRI. Healthcare professional later reported "ruptured", "capsular contracture". Device was explanted and replaced.